Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument issue. The cse checked the reagent and sample pippettor alignments, which were within specifications. There were no leaks. The cse performed water testing, which was within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data. There was no indication of level sense issues for the reagent pipetting. Sample level sense could not be evaluated as a single test was pipetted from the sample tube. No level sense inconsistencies were noted for either sample or reagent for the repeat of the sample, and quality controls had been in range. The cause of the discordant, falsely low ferritin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low ferritin result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. A new sample obtained from the patient was tested on the same instrument, also resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ferritin result.